Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds in multiple pacing vectors and diaphragmatic stimulation. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.